Event description:
It was reported that 9900 system had a power out of range error and alarm was going off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power was adjusted during the service call. The system was tested and found to be working as intended and put back into service.